Event description:
2024-03-15: integrum received axor ii unit i7746 together with a report form stating that the device has detached from the abutment. No health consequences or patient impact reported. The exact date of event is unknown, in the report form it is stated between (B)(6) 2024. Technical investigation of unit i7746 performed. During the investigation, the unit did not pass the gripping funtion test and the opening/closing was found sluggish. It was noted and that the top spring was damaged and tangled and the clamps were placed in an incorrect sequence. Manufacturing investigation performed; no deviations were found - the clamp sequence and top spring were according to specification when released from integrum. The unit has not been sent to integrum for annual service (since its initial patient fitting (B)(6) 2022) according to instructions in the IFU. During the service, the top spring was replaced and the clamps were placed in the correct sequence. The device was functionally tested according to specification with approved results. A feedback report will be provided to the customer highlighting the importance of following the IFU during cleaning and assembly of the axor ii, and sending the axor ii for annual service according to the IFU.